Event description:
The theater manager reported that during surgery he had an issue with the footswitch, causing a delay in the procedure. The footswitch and the cable were replaced. There was no pt harm reported. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and confirmed the footswitch problem reported. A footswitch and cable were sent to the customer. A new footswitch and cable were received and installed by the customer. Preventive maintenance (pm) was performed by the company representative. The software was updated. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).